Manufacturer narrative:
The nurse reported that the display was not turning on. They checked all cables and swapped the power cable, but the unit did not power on. They were going to work with their biomedical engineer (bme) to further troubleshoot. Tech support (ts) had contacted the customer, but they were unresponsive. Ts contacted them again but were not able to speak to them. Instead, ts spoke to another at the facility and was told that the unit was up and running, but they do not know how the issue was resolved. It is unclear, if this was an issue with the device, display, power outlet, or etc. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report: the following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device: attempt #1: 03/08/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 03/14/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 03/29/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The nurse reported that the display was not turning on. They checked all cables and swapped the power cable, but the unit did not power on. They were going to work with their biomedical engineer (bme) to further troubleshoot. Tech support (ts) had contacted the customer, but they were unresponsive. Ts contacted them again but were not able to speak to them. Instead, ts spoke to another at the facility and was told that the unit was up and running, but they do not know how the issue was resolved. It is unclear, if this was an issue with the device, display, power outlet, or etc. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the nurse reported that the display was not turning on. They checked all cables and swapped the power cable, but the unit did not power on. They were going to work with their biomedical engineer (bme) to further troubleshoot. Tech support (ts) had contacted the customer, but they were unresponsive. Ts contacted them again but were not able to speak to them. Instead, ts spoke to another at the facility and was told that the unit was up and running, but they do not know how the issue was resolved. It is unclear, if this was an issue with the device, display, power outlet, or etc. No patient harm was reported. Investigation conclusion: there is insufficient information available to determine the cause of the reported event. The customer continued to use the cns device without further issue. No indication of device malfunction. No recurrence history for this device the following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. A2 - a6 b6 - b7 d10 concomitant medical device attempt #1 03/08/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/14/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/29/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The nurse reported that the display was not turning on. They checked all cables and swapped the power cable, but the unit did not power on. They were going to work with their biomedical engineer (bme) to further troubleshoot. Tech support (ts) had contacted the customer, but they were unresponsive. Ts contacted them again but were not able to speak to them. Instead, ts spoke to another at the facility and was told that the unit was up and running, but they do not know how the issue was resolved. It is unclear, if this was an issue with the device, display, power outlet, or etc. No patient harm was reported.